Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary the cubbies wouldn't open and will not open fails drawers and says needs maintenance, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers required recovery. A field service engineer successfully recovered the drawers, noting no pocket failures. The system functioned as intended after the field service engineer repaired the device.